Event description:
It was reported that a user transitioning to an fsl3+ sensor attempted to pair the ilet to the new sensor, but pairing failed when the responsible device was not identified due to the user¿s phone lacking nfc capability; user education and troubleshooting were provided, including guidance on using an alternate phone with nfc for sensor scan and setup. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, no unplanned medical visits, and no hospitalization.

Manufacturer narrative:
Investigation included technical support review and user education. Investigation of this case revealed that the inability to scan the fsl3+ sensor with the user¿s phone prevented pairing, and that using a compatible phone with nfc is expected to resolve the issue. It was concluded that the event was related to compatibility and setup factors rather than a device malfunction.